Manufacturer narrative:
On 7/24/2020, it was reported to mentor that the date of the event date was (B)(6) 2017 deflation first time and the valve issue on the left side. The affected devices information is confirmed to be: the left implant mentor smooth round moderate plus profile 700cc, serial number (B)(6), catalog 3502700, lot number 5866678 and the right implant mentor smooth round moderate plus profile 700cc, serial number (B)(6), lot number 5903804, catalog 3502700 number 5866678, filled to 840 cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/30/2020, mentor became aware that this complaint is duplicate of complaint (B)(4) the final reporting and documentation of this event will take place in this complaint. The actual left side implant was mentor smooth round moderate plus profile 700cc, catalog number 3502700, serial number (B)(6), lot number 5866678; right side implant was catalog number 3502700; serial number (B)(6), lot number 5903804, name: mentor smooth round moderate plus profile 700cc. The patient was a caucasian female, age 39 years old. A manufacturing record evaluation was performed for the finished device 5866678 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/31/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was 8/12/2020. The patient had undergone removal and replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/21/2020, during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. No problems were observed in the valve. Leak testing was performed, according with mentor procedure, and it revealed in the anterior view a tear, measuring approximately less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified saline mentor breast implant and experienced deflation on the left breast implant and capsular contracture on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.